Event description:
It was reported that during a lead repositioning procedure, the pulse generators ventricular setscrew was noted to be stripped. The pulse generator was explanted and replaced without difficulty. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun.